Manufacturer narrative:
Device evaluation summary: the device returned, remained in an unopened, sealed shelf carton. No deformation was evident to the shelf carton. Information from label confirms the device contained in the sealed shelf carton is a ronyx30030x with lot no: 0010055897, the lot number matches that of the reported lot number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no patient complications due to the use of the resolute onyx devices. The patient was reported to be alive with no injury. Correction: the stent is 3.00x30mm in size medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent 30.0x30mm to treat a severely tortuous and moderately calcified lesion in the proximal right posterior descending artery. No issues were noted removing the device from the protective hoop. The device was not inspected. Negative prep was performed with no issues noted. The lesion was predilated. Resistance was encountered when advancing the device. It was reported that a guide wire was positioned distal to the lesion in pd, pre-dilation with a 2.5 x 20mm sprinter legend balloon was performed. A resolute onyx 2.75x12mm was passed through the proximal third of the acd, it was stated that the device was advanced with a little difficulty but was delivered and release in the proximal third without any complications. The resolute onyx 30.0x30mm was then passed, however it was unable to be advanced and the proximal lesion was predilated with a 2.75x12 balloon at16 atm the proximal third. The stent was not able to be advanced. Inflation difficulties were reported when inflated to 16 atms. It was also indicated that the stent was damaged. An attempt was made to predilate again but a non medtronic balloon failed to pass. A non medtronic stent passes the third lesion site proximal and is deployed without complication.